Event description:
Sometime in 1987 the aus was implanted, surgical details not indicated. On 4/19/94 the balloon was revised. On 6/5/97 the cuff and balloon were removed from the pt and replaced due to "fluid loss"-cuff. Ams has requested additional info.